Event description:
Patient had a total hip arthroplasty performed in 2004. At that operation, he had implantation of a profemur e stem and a modular neck with a conserve plus acetabular component and a bfh femoral component. He did well until recently when he began to experience thigh pain and radiographic examination indicated that the profemur e stem had come loose and subsided.